Event description:
Customer called to report that the synchron lxi 725 clinical system generated one non-reproducible false positive accutni result for one patient sample. When the issue was flagged, the sample was repeated on another instrument in the laboratory. The repeat result recovered within the normal reference range. Customer stated that the result was not reported out of the laboratory. There was no death, injury or change to patient treatment attributed to or associated with this complaint. Onsite service was dispatched for further investigation of the instrument issue.

Manufacturer narrative:
The field service engineer (fse) inspected the instrument and performed preventive maintenance. The fse performed a high sensitivity system check; the system check showed that all the parameters passed within specifications. The fse performed testing to verify accutni precision, the results of which met published specifications. The fse determined that the closed tube aliquoter (cta) is the likely source of the problem, as the cta wash station was not working and required replacement. (B)(4).